Manufacturer narrative:
A partial lead was returned in two pieces. Visual inspection found outer insulation degradation exposing the outer coil was found adjacent to the connector boot at 4.5 cm from the connector pin. The cause of the reported event was isolated to insulation degradation exposing the outer coil adjacent to the connector boot.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-02488. It was reported that when the patient presented in the emergency room with pocket pain, the right ventricular (rv) lead exhibited oversensing of noise which caused pacing inhibition via merlin transmission. During device interrogation on the following day, the noise was reproduced with manual pressure on pacemaker pocket site . The device and rv lead was explanted and replaced. The patient was stable before, during and after the procedure.